Event description:
It was reported that the pump touch screen was on, but the display remained dark. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.